Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. This IFU violation would not have contributed to the difficulties. The investigation was unable to determine a conclusive cause for the reported foot retraction issue; however, the difficulty removing the device and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitra valve interventional procedure. A femoral angiogram or other imaging was not performed. Reportedly, strong resistance was felt upon removal of the proglide device. Excessive force was applied and the knot broke. Upon removal of the proglide device, it was noted that the foot had not totally closed (85% closed). Tissue damage was observed, no treatment was performed. The suture of a second proglide device was successfully pre-placed. Resistance was felt upon removal of the second proglide device, once removed it was observed that the foot was not totally closed. No tissue damage was noted upon removal of the second proglide device. The sheath was upsized and the mitra valve procedure was completed. Hemostasis was achieved with the pre-placed proglide suture of the second proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.